Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the battery to address the reported issue. The suspect battery was returned to vyaire medical by the service technician. If additional information is obtained, then a supplemental report will be submitted.

Event description:
It as reported to vyaire medical that the ventilator battery would only last 10 minutes. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. After fully charging the battery overnight and installing it into a golden testing ventilator, the ltv internal battery passed power up and was working normally within specification. The ventilator was able to accept the charge, and passed the battery charging test, but failed the battery duration test after 12 minutes in full duration test, and 4 minutes in med duration test, and 1 minute in low duration test. Visual inspection did not reveal any anomalies.